Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user called for assistance with a healthcare provider¿recommended factory reset and complete setup of a new ilet system while using a 6 mm contact/detach infusion set and dexcom g7 continuous glucose monitor (cgm). The agent guided the user through factory reset, cgm pairing, pump rewind, cartridge and infusion set insertion, site application, and weight entry to start automated insulin delivery, with a reported blood glucose of 277 mg/dl prior to starting the ilet after recent use of multiple daily injections. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem, no findings available, and no specific device component identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.